Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported discordant depressed advia centaur xp total hcg (thcg) lot 363 results on different samples from one patient. The assay's instructions for use (IFU) states the following, under limitations: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present)." "If an aberrant or abnormal result, as defined by the laboratory protocol, occurs, laboratory personnel should first make certain that the system is performing and is operated and maintained in accordance with the product labeling. The user should then follow the laboratory protocol for advising the clinician of a result that appears to have deviated from the norms established by the laboratory. Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician¿s diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient¿s medical history, physical examination, and other test results¿sometimes in consultation with other medical experts. This kit is not intended for any use other than assessment of pregnancy status." Siemens is investigating.

Event description:
The customer reports discordant depressed advia centaur xp total hcg (thcg) lot 363 results on different samples from one patient. The customer tested a sample from a pregnant 29-year-old patient (unknown gestational age but who had previous biochemical pregnancy at the end of july) with advia centaur xp thcg lot 363. A few days later the patient had indications of blood loss and returned for evaluation. A new sample was drawn and tested. A lower result was obtained. A few weeks later the patient went to a hospital and was tested again using an alternate test method and a higher value was obtained. Ultimately, the patient ultimately underwent unilateral salpingectomy due to ectopic pregnancy in right tube. There is no allegation of harm to patient due to the course of events, only an inquiry from the customer questioning the low advia centaur xp thcg results.